Event description:
There was a report of oversensing in atrial channel and mode switching after connecting the leads to device, at implant attempt. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary pnr600082s atrial oversensing was confirmed. Analysis determined it was caused by a missing leaf spring assembly in the connector block barrel used for the atrial ring connection to the pacing lead. There was no evidence that a leaf spring was ever present in the atrial ring barrel.